Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse cleaned and lubricated the large syringe lead screw. The fse ran hba1c quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial (B)(4) from aware date of (B)(6) 2017, which included data from 1-october-2016 through (B)(6) 2017. There was one similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting is as follows: error messages: 706 syringe-l error explanation: operation error in syringe-l countermeasure: inspect syringe-l. Execute smp.reset. Error level: 2. Alarm level: 1. Print: 1. The most probable cause for a 706 syringe-l error was the dirty large syringe lead screw.

Event description:
On (B)(6) 2017, a customer reported a 706 syringe-l error while running quality control on the g8 instrument. The customer lubricated the guide rail and the drive gear. The customer heard a noise as the needle moved up. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.